Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath with dilator assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed both the distal end of the dilator and sheath tip were damaged. This damage is consistent with undue force used during an attempted insertion. However, review of the peel-away sheath product drawing revealed that the returned sample does not match the peel-away sheath with dilator assembly in finished good dlx-45541-curvc. The dilator in finished good dlx-45541-curvc has a yellow hub while the returned dilator has a blue hub. Therefore, the customer either returned the wrong product or reported the wrong finished good. No other defects were observed with the returned components. The sheath length from the tabs to the distal tip measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter measured 0.095", which is not within the specification limits of 0.078"-0.084" per peel-away extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The returned dilator body length measured 3 5/8", which is within the specification limits of 3 5/8"-3 7/8" per dilator product drawing. The returned dilator outer diameter measured 0.077", which not within the specification limits of 0.063"-0.065" per dilator product drawing. The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the sheath with little to no resistance. Performed per instructions-for-use (IFU) statement, "ensure dilator is in position and locked to hub of sheath. Check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. If necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire.". The report of peel-away sheath damage during use was confirmed through complaint investigation of the returned. Visual analysis revealed that both the peel-away sheath tip and dilator tip were damaged. The appearance of the damage is consistent with damage resulting from undue force applied during an attempted insertion. However, the returned peel-away sheath with dilator assembly did not meet all dimensional requirements and the returned dilator did not match the one that comes in reported finished good dlx-45541-curvc which suggests the customer either returned the incorrect component or reported the incorrect finished good. Based on the customer report and the sample received, the root cause cannot be determined based on the discrepancy between the returned device and the reported finished good number. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.-unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "sheath reported as loose and becoming disconnected from dilator while attempting to advance. This is her 2nd time using kitting/product. While attempting to advance, she had noticed burring of the sheath. It is possible this may have been user related as her technique was alternating between clockwise twisting and counter-clockwise twisting with the introducer within the skin, but sheath remaining outside tissue. Sheath was removed without issue from guidewire, observed mushrooming from sheath peeling backward from force.

Event description:
It was reported "sheath reported as loose and becoming disconnected from dilator while attempting to advance. This is her 2nd time using kitting/product. While attempting to advance, she had noticed burring of the sheath. It is possible this may have been user related as her technique was alternating between clockwise twisting and counter-clockwise twisting with the introducer within the skin, but sheath remaining outside tissue. Sheath was removed without issue from guidewire, observed mushrooming from sheath peeling backward from force.

Manufacturer narrative:
(B)(4).